Event description:
While wearing the external equipment, the pt reportedly experienced a sound perception problem followed by loss of lock. The pt was seen at the center for eval. Programming adjustments were made. However, the reported problem was not resolved. Testing confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.